Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. It was unknown if the device was in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related therefore the DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction- d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not heating. As per additional information received via follow-up on (B)(6) 2023, device was sent to biomed for repair. Could not confirm patient involvement as there was no information given by hospital. Device would be repaired by biomed.

Event description:
It was reported that the arctic sun device was not heating. Per additional information received via follow-up on 12-jan-2023, device was sent to biomed for repair. Could not confirm patient involvement as there was no information given by hospital. Device would be repaired by biomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.